Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited capture anomaly. The lead was attempted to be repositioned but was unsuccessful due to helix anomaly. The lead was explanted and replaced. No patient symptoms were reported.